Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had an off no power alert and failed battery. The customer¿s blood glucose level was 178 mg/dl. Customer states they did not received a low battery alert prior to the off no power alert. It was reported that they inserted new battery did not resolve the issue. The customer inserted new battery and received failed battery test. The troubleshooting was performed and was advised if not aligned or tightened the pump may alarm failed battery test. Customer did not receive failed battery test. The customer was advised to monitor the pump. The insulin pump will not be returned for analysis.